Event description:
It was reported that a pen ii omnitrope pen 10 had plunger lost resistance. "The pen is skipping or slipping when we are injecting, I am not sure it is dosing correctly. My child has been on ght for a long time so I feel like it is definitely the pen. This is the 3rd one we have ordered" . The following was reported, " this occurred on 4 separate occasions but the date/time and or patient information is unknown."

Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. No issue observed. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pen ii omnitrope pen 10 had plunger lost resistance. "The pen is skipping or slipping when we are injecting, I am not sure it is dosing correctly. My child has been on ght for a long time so I feel like it is definitely the pen. This is the 3rd one we have ordered". The following was reported, "this occurred on 4 separate occasions but the date/time and or patient information is unknown."